Event description:
It was reported that vf episodes were observed due to noise. No inappropriate shocks were delivered. The physician decided to replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.